Event description:
The complainant reported shock. A nurse reached behind the pump to check the cord and received an electrical shock. The rear case was damaged at the ac receptacle area, and the iec socket had come out of the rear case. The nurse was not injured and did not require treatment.

Manufacturer narrative:
(B)(4). The device reported, list number 52034, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 52036, that is marketed in the u.s. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.